Manufacturer narrative:
At the time of this report, the sample was not returned for eval. An add'l MDR will be filed due to the reported event happening a second time.

Event description:
The event is reported as: at the time of intubating a pt, it was noticed that the cuff was leaking. They tried a second tube and this one was also leaking. No pt injury reported.